Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Device analysis revealed a hole in the lap joint from femoral marker to the distal end. A kink was observed in the telescope assembly from femoral marker to the proximal end. Impedance testing shows a good unit wave form. Water leaks from the hole of the lap joint during flushing the catheter. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 26may2016. It was reported that a non-uniform rotational distortion (nurd) image occurred. An opticross¿ imaging catheter was selected for use. During procedure, a severe non-uniform rotational distortion (nurd) image appeared from the beginning. Reconnection was attempted however, issue was not resolved. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. However, returned device revealed a hole in the lap joint from femoral marker to the distal end.